Event description:
Our affiliate is reporting that during a shoulder procedure there was some localized body movement, the shoulder and arm of the pt. They are associating this event to the activated vapr electrode that was being used at the time of surgery. The case was concluded successfully without further incident or harm using a competitors device.